Event description:
A (B)(6) male patient's mother called zoll customer support to report that the patient's monitor would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor would not power on properly. The cause was corrosion to components j101, j501 and u201 on the computer/analog board and the tabletop board. The cause for the corrosion was likely contamination. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the corrosion. The patient received a replacement monitor.